Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
The field service representative reported cooling fan speed error. There was no patient or user harm reported.

Manufacturer narrative:
G4: 27apr2020 b4: (B)(6)2020. The service engineer remotely confirmed the reported failure. The cooling fan was replaced by the customer and the issue was resolved. The unit is fully functional and has returned to service mode. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.